Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed scope communication error e216 with static imaging. The event was found during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope image error b30(scope communication error). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 216 (scope communication error) with static imaging upon insertion to processor was due to fluid in scope. Additionally, for the remaining findings, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.